Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt had a uni compartmental knee. This was revised due to progressive arthritic wear in the lateral compartment, not attributed in any way to the component itself. Revised to a total knee - triathlon. Sales rep stated that the surgeon will not be providing medical records or xrays, because this is not due to any failure of the original unicompartmental knee compartment."